Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. The customer stated that his blood glucose began to drop after he changed his infusion set. The customer stated that he knows how to properly change his infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.